Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported ten sets that the patient experienced hyperglycemia due to infusion set tubing was leaking at the site in use for 24 to 36 hours and was corrected injection via mdi on (B)(6) 2026. This emdr is being submitted for an unknown number quantity.